Manufacturer narrative:
(B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect component, a 0-15 liters per minute (lpm) flow meter, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to mineral oil coming from the needle valve assembly causing the flow meter float to be sluggish. There was no evidence of mineral oil, or any contamination, was found leaving the flow meter into the pneumatic pathway into the patient circuit, and the mineral oil has been previously confirmed to be biocompatible. Carefusion factory service repaired the ventilator and returned it to manufacturer's specifications.

Event description:
The customer reported that when the end user adjusted the bias flow meter, the pressure jumped from 8 to 10 and was not steady/smooth. There was no patient involvement associated with this reported issue.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component, a 0-15 liters per minute (lpm) flow meter, and evaluated the component. An evaluation of the component verified the reported issue and confirmed that delivered flows were accurate at all set flows.